Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported currently there were only 9 patients were active and, but it should be 60 people active. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 9 active patients were only showing up instead of over 60 active patients. A technical support specialist (tss) worked with customer and completed an active patient push and then received all patients as expected. The system functioned as intended after the technical support specialist troubleshot the device.